Manufacturer narrative:
It was reported that the patient has their knee revised due to tibial loosening. A stryker triathlon knee was implanted. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has their knee revised due to tibial loosening. A stryker triathlon knee was implanted.